Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the infection had accumulated on the leads. No adverse patient effects were reported. The rv lead was explanted.